Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jun-2019 with the following findings: a review of the black box showed no power interruptions occurred. The battery compartment was cracked alongside of the pump. The battery cap was stripped, and the battery cap was unable to maintain an electrical connection. The alleged power loss and reboots were duplicated. The battery cap contact measurements were within specifications. A test cap used for testing purposes. The pump was exercised with a test cap with no further power issues occurring. Unrelated to the original complaint, the display was dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.